Manufacturer narrative:
Complaint confirmed, the anchor tip is broken. It were returned assembled on the driver. Likely causes of the event include improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the suture anchor with peek tip could not be screwed in, it broke off in the driver at the suture attachment. The broken piece was retrieved. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.